Event description:
This is the same event and the same patient reported under MDR ID #2939859-2001-00149 . This is second MDR is being submitted for the second suspect product, also a device manufactured by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. Patient was injected with two formulations of bovine collagen in the glabella, nasolabial fold's and oral commisures. The patient has received collagen injections for a number of years with no untoward effects. In 2000 patient received twice the amount patient usually receives. Later pt developed flu-like symptoms. And still later pt developed intermittent swelling and aching in the wrists and hands. Pt has seen several different physician specialists. Some have diagnosed onset of rheumatoid arthritis and some have said pt is having a "pheumatoid episode". None of the physicians believes this is related to the injections with collagen.